Manufacturer narrative:
Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after began experiencing rashes all over body. She was informed that she was allergic to essure. She is scheduled to have essure removed. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In the present case, shortly after insertion she had rashes and was diagnosed as allergic to essure. Given the nature of the reported event and positive temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. According to product technical complaints analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on unspecified date. On or about (B)(6) 2014, plaintiff contacted her physician to discuss birth control options to help elevate menstrual cramping (as reported). She relied on the benefits and risks as relayed by her physician in reaching the decision to have the essure procedure over other methods of contraception. On unspecified date, plaintiff underwent the essure procedure. Shortly after the procedure, she began experiencing rashes all over her body. On or around (B)(6) 2015, she went to see her physician who informed her that she was allergic to essure and that it needed to be removed. Plaintiff is currently scheduled to have the essure device removed. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and shortly after began experiencing rashes all over body. She was informed that she was allergic to essure. She is scheduled to have essure removed. This event is listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives. In the present case, shortly after insertion she had rashes and was diagnosed as allergic to essure. Given the nature of the reported event and positive temporal relationship, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and device allergy ("allergic to essure") in a female patient who had essure inserted for female sterilisation and menstrual cramps. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with rash generalised. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent laparoscopy bilateral salpingectomy and corneal resection of the uterus and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and device allergy outcome was unknown. The reporter considered device allergy and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 21-jul-2017: summons received: reporter added, event chronic pelvic pain added. Essure implant and explant date was added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device allergy ("allergic to essure") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted for female sterilisation and menstrual cramps. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with rash generalised. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (underwent laparoscopy bilateral salpingectomy and corneal resection of the uterus and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device allergy and genital haemorrhage outcome was unknown. The reporter considered device allergy, genital haemorrhage and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 14-sep-2017: event genital bleeding added and plaintiff country updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device allergy ("allergic to essure") and genital haemorrhage ("persistent bleeding") in a 22-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation and menstrual cramps. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included swelling nos, dysfunctional uterine bleeding, tenderness epigastric, anxiety, sore throat, cough and sputum bloody. Concomitant products included azithromycin, dicycloverine hydrochloride (bentyl), ibuprofen, lidocaine, medroxyprogesterone (depo provera), meloxicam, methylprednisolone (methylprednisolone), omeprazole, ondansetron (zofran), oxycocet (percocet), oxycodone, prenatal vitamins, triamcinolone and valaciclovir. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vomiting ("vomiting"). In (B)(6) 2015, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with rash generalised. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("pain/abdominal pain"), arthralgia ("pain/ankle pain/leg/ joint pain"), musculoskeletal pain ("buttock pain"), rash ("rash"), arthritis ("arthritis"), dysmenorrhoea ("dysmenorrhea (cramping)") and cervix injury ("injury to cervix during implant of essure"). The patient was treated with surgery (underwent laparoscopy bilateral salpingectomy and corneal resection of the uterus and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device allergy, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, allergy to metals, weight increased, vomiting, alopecia, abdominal pain, arthralgia, musculoskeletal pain, arthritis, dysmenorrhoea and cervix injury outcome was unknown and the depression, migraine, dyspareunia, fatigue and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthritis, cervix injury, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils of the essure showing. There were 5 coils showing on the right diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram on an unknown date: presence of bilateral tubal occlusion ultrasound scan vagina on (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information and lab data updated. Events joint pain was clubbed with previously reported event. Events arthritis, dysmenorrhoea, cervix injury were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device allergy ("allergic to essure") and genital haemorrhage ("persistent bleeding") in an adult female patient who had essure (batch no. C76455) inserted for female sterilisation and menstrual cramps. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included swelling nos, dysfunctional uterine bleeding, tenderness epigastric, anxiety, sore throat, cough and sputum bloody. Concomitant products included azithromycin, dicycloverine hydrochloride (bentyl), ibuprofen, lidocaine, medroxyprogesterone (depo provera), meloxicam, methylprednisolone (methylprednisolon), omeprazole, ondansetron (zofran), oxycocet (percocet), oxycodone, prenatal vitamins, triamcinolone and valaciclovir. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with rash generalised. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain"), vomiting ("vomiting"), alopecia ("hair loss"), abdominal pain ("pain/abdominal pain"), arthralgia ("pain/ankle pain/leg"), musculoskeletal pain ("buttock pain") and rash ("rash"). The patient was treated with surgery (underwent laparoscopy bilateral salpingectomy and corneal resection of the uterus and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device allergy, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, allergy to metals, weight increased, vomiting, alopecia, abdominal pain, arthralgia and musculoskeletal pain outcome was unknown and the depression, migraine, dyspareunia, fatigue and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, depression, device allergy, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils of the essure showing. There were 5 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 86.168 kgs. Hysterosalpingogram - on an unknown date: presence of bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs+mr received: new events: menorrhagia, vaginal haemorrhage, female sexual dysfunction, migraine, headache, nausea, allergy to metals, fatigue, weight increased, vomiting, alopecia, abdominal pain, arthralgia, musculoskeletal pain, rash were added. Concomitant drug added. Reporter, patient demographic information updated. Product batch number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device allergy ("allergic to essure") and genital haemorrhage ("persistent bleeding") in a 22-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation and menstrual cramps. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included swelling nos, dysfunctional uterine bleeding, tenderness epigastric, anxiety, sore throat, cough, sputum bloody and obesity. Concomitant products included azithromycin, dicycloverine hydrochloride (bentyl), ibuprofen, lidocaine, medroxyprogesterone (depo provera), meloxicam, methylprednisolone (methylprednisolon), omeprazole, ondansetron (zofran), oxycocet (percocet), oxycodone, prenatal vitamins, triamcinolone and valaciclovir. In 2014, the patient experienced depression ("psychological or psychiatric problems - condition: depression") and weight increased ("weight gain / loss (specify which one) gain"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced cervix injury ("injury to cervix during implant of essure"). In december 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vomiting ("gastrointestinal or digestive system condition - type: vomiting"), abdominal pain ("pain/abdominal pain") and dysmenorrhoea ("dysmenorrhea (cramping)"). In february 2015, the patient experienced migraine ("migraines"), headache ("headaches") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced arthralgia ("pain/ankle pain/leg/ joint pain") and arthritis ("arthritis"). In (B)(6) 2015, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with rash generalised. In 2015, the patient experienced allergy to metals ("nickel allergy") and alopecia ("hair loss"). In december 2015, the patient experienced nausea ("nausea") and rash erythematous ("rash/rashes or skin copnditions - type: red rash"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and musculoskeletal pain ("buttock pain"). The patient was treated with naproxen (naprosyn), tramadol hydrochloride (ultram), surgery (underwent laparoscopy bilateral salpingectomy and corneal resection of the uterus and essure removed).essure was removed on 9-sep-2016. At the time of the report, the pelvic pain, device allergy, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, allergy to metals, weight increased, vomiting, alopecia, abdominal pain, arthralgia, musculoskeletal pain, arthritis, dysmenorrhoea and cervix injury outcome was unknown and the depression, migraine, dyspareunia, fatigue and rash erythematous had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthritis, cervix injury, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, rash erythematous, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils of the essure showing. There were 5 coils showing on the right current weight: 233 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: presence of bilateral tubal occlusion. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received: event rash updated to red rash pt updated.. Event onset date added. Lab data date added. Reporter causality comment added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain"), device allergy ("allergic to essure") and genital haemorrhage ("persistent bleeding") in a 22-year-old female patient who had essure (batch no. C76455) inserted for female sterilisation and menstrual cramps. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section. Concurrent conditions included swelling nos, dysfunctional uterine bleeding, tenderness epigastric, anxiety, sore throat, cough and sputum bloody. Concomitant products included azithromycin, dicycloverine hydrochloride (bentyl), ibuprofen, lidocaine, medroxyprogesterone (depo provera), meloxicam, methylprednisolone (methylprednisolon), omeprazole, ondansetron (zofran), oxycocet (percocet), oxycodone, prenatal vitamins, triamcinolone and valaciclovir. On (B)(6) 2014, the patient had essure inserted. In december 2014, the patient experienced vomiting ("vomiting"). In may 2015, the patient experienced device allergy (seriousness criteria medically significant and intervention required) with rash generalised. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), abdominal pain ("pain/abdominal pain"), arthralgia ("pain/ankle pain/leg/ joint pain"), musculoskeletal pain ("buttock pain"), rash ("rash"), arthritis ("arthritis"), dysmenorrhoea ("dysmenorrhea (cramping)") and cervix injury ("injury to cervix during implant of essure"). The patient was treated with surgery (underwent laparoscopy bilateral salpingectomy and corneal resection of the uterus and essure removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device allergy, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, headache, nausea, allergy to metals, weight increased, vomiting, alopecia, abdominal pain, arthralgia, musculoskeletal pain, arthritis, dysmenorrhoea and cervix injury outcome was unknown and the depression, migraine, dyspareunia, fatigue and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, arthritis, cervix injury, depression, device allergy, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, musculoskeletal pain, nausea, pelvic pain, rash, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: insertion details: there were 3 coils of the essure showing. There were 5 coils showing on the right. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Hysterosalpingogram - on an unknown date: presence of bilateral tubal occlusion ultrasound scan vagina - on 14-apr-2016: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jul-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.